Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the patient vessel tortuosity was moderate to severe. The solitaire fr stent detached at the pushwire after the final pass so the thrombectomy procedure was completed. No intervention was planned to remove the stent. Tissue plaminogen activator (tpa) medication was contraindicated so the patient was on apixaban. The patient's stroke findings appeared improved on follow-up MRI but clinical symptoms remained. The physician reported there were no adverse injury/patient symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire detached in the patient. The patient was undergoing surgery for treatment ischemic stroke in the right m1. It was noted the patient's vessel tortuosity was severe. It was reported that on the third pass, the solitaire stent separated from the distal end of the delivery wire. It was unknown if there was any resistance experienced or torque applied. The pushwire was removed from the patient and discarded, but the stent remained in the patient. All devices were prepared per the instructions for use (IFU), and no patient' symptoms were reported.